Manufacturer narrative:
Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. We have reviewed our production and inspection records and found no non-conformances associated with this issue during the production of this batch. Although the defect was not confirmed for this instance, bd recently investigated a similar complaint where the foil reel used to print the scale was defective and the scale was not printed properly. Without the sample for evaluation, we cannot verify this to be true for the product that was reported. The appropriate personnel have been notified and are looking further into this issue. If a sample becomes available, this complaint will be reopened and investigated bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine (B)(4) (october 20 - 21st, 2017). Syringes were assembled in machine, (B)(4), in lot #7269127 (october 2 - 24th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrels lots #7269061, #7244052, and #7271031 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7282420, #7269060, and #7258045 and no problems, defects or qn related to the reported issue were found. Root cause analysis: the process we use to print the scale is called "hot stamping system". A metal stamp is heated at around 100ºc. Between the stamp and the barrel, we interpose a special black printing foil. By pressure, the stamp pushes the printing foil and its component is embedded in the barrel wall. The result is a black scale printed on the barrel of the syringe. The reported issue could happened at the end of this process, due to a defective foil reel. In this case the foil did not work as expected, and the scale was not printed correctly. Confirmation: no sample returned for evaluation. No issue found in the batch history record review. We could not confirm the reported issue. CAPA determination: no - based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.

Event description:
It was reported that the scale markings of a bd¿ 20 ml syringe with needle were missing. There was no report of exposure, injury or medical intervention.